Event description:
The subject device was used during a laparoscopic right hemi colectomy. The probe of the device broke off outside the patient when the user wiped off stains on it. The procedure was completed with another similar device. There are no patient injury was reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke off at 15mm from the distal end. There was a scratch, around the broken point. The shape of the fracture surface showed that the cracks developed from the scratch as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe was scratched since the user activated output with contacting the probe with some hard objects. Then the crack developed from the scratch on the probe by output during the procedure. After that, the probe broke off by physical stress, when the user wiped it. Based upon the finding of the evaluation, this report appears to be related to user handling.